Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported a cgm inaccuracy event associated with a prior sensor issue that began earlier and persisted for over three hours as a brief sensor issue. At approximately 1:00 a.m., the patient experienced dizziness, lightheadedness and subsequently collapsed and loss consciousness (loc) for about 10 minutes. A friend present at the time contacted emergency medical services (ems). There is no documentation but upon arrival, the patient had regained consciousness. Ems obtained a fingerstick blood glucose (fsbg) reading of 250 mg/d and 270 md/dl, while the cgm displayed 40 mg/dl. The patient received two injections of an unspecified medication. A repeated fsbg measurement showed 140 mg/dl, while the cgm continued to read 40 mg/dl. The patient was transported to the emergency department (ed) by ambulance. Upon arrival, an fsbg reading was 130 mg/dl, with the cgm still displayed 40 mg/dl. The patient received intravenous (IV) fluids and multiple antibiotics (names and routes not specified). Diagnostic evaluations, including brain and lung imaging scans, x-ray, and MRI, were performed with all results reported as normal. There is no documented medical diagnosis explaining the indication for the multiple antibiotics that were prescribed. The patient remained in the ed for approximately eight hours and was discharged with instructions to rest. At the time of reporting, the patient continued to experience dizziness and lightheadedness, including a near fall after returning home. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid upon arrival of ems. After the patient was given two injections of an unspecified medication, the reported glucose fall within the c zone of the parkes error grid. The reported glucose values fall within the b zone of the parkes error grid after patient was transported to the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.